Event description:
Client was injured by bed rail in this worker's judgement the client is a severely cognitively impaired well developed 19 year old adult female who is suctioned and tube fed. She is severely restless, combative and moves violently in bed. On (B)(6) 2017 the client got her arm stuck in bed rail and moved so violently that she broke her humerus. Bed provided by: (B)(4).